Event description:
It was reported that detachment of the core wire occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx pro laa closure device & delivery system (wds) and a watchman fxd curve access system (was) were selected to be used. During the procedure the physician stuck mid/anterior on transeptal puncture (tsp) and got into the appendage with the was. The physician did not like the initial fluoroscopy image, and riding on the limbus, debated re-sticking the septum, but got the pigtail and was sheath deeper, took a new contrast shot, and opted to start with a 31mm closure device. The physician was unable to position the 31mm closure device where it needed to be without likely re-sticking. A large shoulder was seen in pulmonary artery (pa) and mitral valve (mv) views. The physician opted to attempt implant with a 27 mm closure device. The closure device was prepared on back table and then moved to the patient to hook up to a pressure bag and flush out the rest of the bubbles. There were no issues noted at this time. There was trouble seeing the marker band line up on the was sheath with the 31mm closure device under fluoroscopy. The physician went into flx ball and deployed once; the physician felt like the closure device unsheathed much faster than a 27mm closure device normally does. It was not noticed at the time that the core wire was becoming unscrewed. The physician started to unsheathe the closure device once more, and due to the core wire being loose, the device deployed into the appendage unexpectedly. A large amount of wire bias was also noted prior to closure device releasing from the core wire. The physician sat for approximately 30 minutes to assess if the closure device was moving, as an official tug test was not performed. The physician decided that it was appropriate to leave the closure device after taking a handful of measurements and not seeing any position changes on fluoroscopy/intracardiac echocardiogram. The closure device had a significant shoulder in the mv view, and a 1/3 shoulder in the pa view. There were no patient complications.